Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited high capture thresholds and low r-wave amplitude. A chest x-ray revealed that the lead had migrated and perforated the septum. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead perforation, lead dislodgement, high capture thresholds and low r-wave amplitude were not confirmed. Analysis was normal. No anomalies were found.